Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed observed that the device did not run, failed cannulation, the transmission shaft was worn and trigger was sticking. It was further observed that the electric motor was damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be wear from normal use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was observed that the battery reamer/drill device had an unspecified malfunction. During an in-house engineering it was observed that the device did not run, failed cannulation, the transmission shaft was worn and trigger was sticking. It was further observed that the electric motor was damaged. There were no delays to the planned surgical procedure as a spare device was available for use. There was no patient involvement reported. There were no patient or user injuries reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.